Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc and the repair history that there had been no repair regarding the ccd unit the past, it was considered that the reported phenomenon was attributed to the failure of the ccd unit due to the aging deterioration because approximately ten years had passed since the subject device was manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. There was no report of patient injury associated with the event.